Event description:
A user facility returned the olympus, model cf-hq290l, evis lucera elite colonovideoscope to olympus for repair due to a report of "channel blocked." The problem, as reported to olympus, was identified during reprocessing. Upon inspection of the returned device, foreign debris was found protruding from the air/water nozzle. This report is submitted for the malfunction of foreign debris protruding from the air/water nozzle. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The evaluation found a black rubber-like material blocking the air/water channel. Based on the evaluation results, it was concluded that the material did not originate from the endoscope. The investigation is ongoing and a conclusive root cause of the reported event has not been determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This supplemental report is submitted to provide additional information. Updates to sections.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it is likely that fragments of the injection tube, silicone rubber product or similar entered the channel and remained in the nozzle. This issue is addressed in the instructions for use (IFU): ¿operation manual_ preparation and inspection. Inspection of the endoscope_ inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Operation manual_ inspection of the endoscopic system: inspection of the air-feeding function, inspection of the objective lens cleaning function.¿ user can prevent / reduce occurrence of the suggested event by device handling according to the following IFU statement: ¿precleaning the endoscope and accessories flush the air/water channel with water and air_ caution: to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure.¿ olympus will continue to monitor the field performance of this device.